Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (8) eight years since the subject device was manufactured. The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that images are not displayed and the digital visual 1 output is not working due to the failure of the patient board set and printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the video system center had no image even though the scope turned on. There was no patient harm or impact associated with the event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there was no image due to a defective circuit board. Also, evaluation found the video connector socket did not secure the paddles, the dvi output 1 was not working with no signal, and there was an excessive amount of dust and foreign material inside the unit. This event is under investigation. A supplemental report will be submitted upon receiving additional information.